Event description:
The medwatch stated: pt was undergoing open heart surgery for mitral valve replacement and coronary artery bypass. The electrosurgical unit was under the surgical drapes when a crackling noise was heard. The drape was removed revealing a half-dollar size full thickness burn. The bovie was immediately taken out of service and sent to bio medical engineering. The surgeon documented in the or report that there appeared to be a defect in the cautery cord which then conducted through a clamp and burned the pt's thigh. The or staff thought the burn might have been caused by user error by a physician assistant. They commented that the bovie may not have been placed back in the holster under the drapes with the cord lying on top of the thigh.

Manufacturer narrative:
Date of initial report: 10/29/2009. The return of the incident sample was requested but the site said they usually do 3rd party eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.